Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19aug2019.

Event description:
The customer reported an inhalation autozero pressure failure. There was no patient involvement.

Manufacturer narrative:
MFR rec'd date: 31oct2019. Report date: 01nov2019. Device evaluated by the manufacturer. The field service engineer (fse) performed troubleshooting found the inhalation solenoid failed per service manual. Recommended replacement of printed circuit board (pcb). The field service engineer performed a follow up with the customer and was informed, that replacing the sensor board resolved the issue. Performed functional test and unit passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.